Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva system.

Event description:
Reporter stated that patient received the following results, with two different meters, within 10 minutes: 76 mg/dl (mobile) and 146 mg/dl, 140 mg/dl (aviva). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.